Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used reservoir performed manual prime test using a new lab infusion set along with 5xx pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery and a motor error. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer returned the reservoir back for analysis.